Event description:
In 2006, a gore excluder aaa endoprostehesis was implanted to repair an infrarenal abdominal aortic aneurysm in a patient with an angulated proximal implantation site (50-60 degrees). A palmaz balloon- expandable stent, and three aortic extender components were implanted in an attempt to resolve a proximal type I endoleak, however, the endoleak persisted. As reported, the endoleak eventually resolved.

Manufacturer narrative:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm in a patient with an angulated proximal implantation site (50-60 degrees). A palmaz balloon-expandable stent, and three aortic extender components were implanted in an attempt to resolve a proximal type I endoleak; however, the endoleak persisted. As reported, the endoleak eventually resolved. There is no additional information regarding patient, lesion or procedural characteristics regardeing this event. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Additionally, as the sterile lot number was not available, device history record review could not be performed.